Event description:
It was reported that there was an elective replacement indicator (eri) message. It was noted that this had occurred about 3-4 weeks prior to the date of this report. It was noted that the patient¿s battery had been replaced in (B)(6) 2013. The left device had stopped working. The patient had met with their healthcare professional and manufacturing representative a week prior to the date of this report. It was noted that the voltage was the same as the patient had a year prior to the date of this report. The pulse was 180 and 140 on the right implant. The device would be sent in for analysis. It was further noted that the patient was told they would need to replace the same battery the following year. It was unknown what was wrong with the device until it was taken out. Additional information received reported the cause was determined to be normal battery depletion as the patient had high settings. It was noted that they were trying to schedule a battery exchange. The battery was still working so patient was still doing much better than her baseline. Additional information received reported they believed the issue had to do with the battery in the patient¿s right chest. It was later reported that the healthcare professional had confirmed a couple of months prior to the date of this report that one of the implant batteries was low and the patient would need surgery for replacement. Additional information received reported the healthcare professional was to replace the less than 1 year old left battery. The patient was still having concerns with their device or therapy, but was working with their healthcare professional or manufacturing representative. The patient had an appointment for (B)(6) 2014 for the battery to be replaced because it died too soon. Something was wrong with the patient¿s battery. Reference manufacturer¿s report number: 3004209178-2014-11285.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0333616v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was recently replaced due to the patient having trouble communicating. The patient stated their last ins only lasted approximately eight months. The patient¿s left ins had to be replaced in (B)(6) 2013 and (B)(6) 2014. The patient thought the inss were to last 22 months.